Event description:
It was reported that the patient had a recent fall. After the fall, thresholds were noted to be higher at 5v and pacing impedance greater than 2000 ohms. During surgery, lead testing found no difficulty with pacing or sensing and normal impedance. Because the device was near eri (elective replacement indicator) and no specific cause for the reported events was determined, the physician decided to change out the device. The leads remain in use. No patient complications were reported as a result of this event.